Event description:
Customer reported having a blood glucose level of 32 mg/dl earlier in the day of the call. Customer stated that he was sweating and lost consciousness. Customer stated that his blood glucose level dropped due to his carbohydrate ratios being incorrect in the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.